Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defective event was caused by stress of repeated use, external factors, or handling. The following is included in the instructions for use (IFU): "inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. 5. Inspect the bending section¿s covering for sagging, swelling, cuts, holes or other irregularities. 6. Loosely hold the midpoint of the bending section and a point 10 cm from the distal end. Push and pull gently to confirm that there is no play. 7. Inspect the objective lens at the distal end of the endoscope insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. 8. Confirm that the diopter adjustment ring turns smoothly and that the eyepiece section is attached securely to the control section. Confirm that the eyepiece is free of defects, such as scratches or deformations. 9. Wipe the eyepiece section and light guide using a clean, lint-free cloth moistened with 70% ethyl or isopropyl alcohol." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the tracheal intubation fiberscope had defects on the bending section and on the insertion tube. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating of the connecting tube was peeling which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a dent on the connecting tube due to physical stress. Due to this dent, the suction volume did not meet the standard value. Upon further inspection, it was observed that water tightness was lost due to a crack in the control unit. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, there was a scratch on the eyepiece due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.